Manufacturer narrative:
Through the course of the investigation, a product non-conformance was not identified during review of qc release data. The cause for the baseline signal increase remains unknown, and can have many factors, and is not likely to cause any adverse events. The algorithm setting has been optimized to account for additional real world data with improvement on the curve classification parameters. (B)(4).

Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The UDI number of the device is (B)(4). (B)(4).

Event description:
A customer from (B)(6) reported three samples producing a target 2 positive result with a very low CT value, which then tested negative on repeat. The customer was suspicious of the original results and did not report out results for these three samples. No adverse health consequence was reported.